Event description:
It was reported that during an unknown procedure, clips will not hold after placing. Another device was used to complete the procedure. No further details.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition.  Upon cycling the device, it was noted to be empty and locked out.  The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.